Manufacturer narrative:
A review of the manufacturing records for the device verified the lot met all pre-release specifications.

Manufacturer narrative:
(B)(4). Medical devices: amplatz superstiff guidewire, 11fr. Introducer bsci. Results code: a review of the manufacturing records for the device is currently in progress. (B)(4).

Event description:
The following information was reported to gore: on (B)(6) 2017 a patient underwent treatment of a common iliac artery fistula with a gore® viabahn® endoprosthesis. The device was advanced over an amplatz superstiff guidewire through an 11fr. Introducer bsci. When the deployment line was pulled, all but a distal portion of the device expanded. After a few more attempts at pulling the line, the device fully expanded, but the deployment line would not release from the catheter. So the deployment line was cut, leaving a segment of the line inside the artery. The fistula was successfully excluded with no reported adverse outcome to the patient.